Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported having a needle mechanism problem, but was not specific. The patient's blood glucose (bg) values reached 312 mg/dl, while wearing the pod between 4 and 24 hours on the arm. The patient was vomiting and ketones were moderate.